Event description:
It was reported that a user on their first day using the ilet experienced hypoglycemia, with a blood glucose of 65 mg/dl prior to the call and 72 mg/dl at the time of the call, and the event was addressed with oral glucose in the form of sugar gummies along with troubleshooting and education on treating low glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the low through self-treatment without medical intervention or hospitalization. Investigation included review of the event details and provision of user education on hypoglycemia recognition and treatment while the system adapts. Investigation of this case revealed no device malfunction and no identifiable device component issue, and the event was consistent with early use while the system learns dosing requirements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.